Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead, and implantable pulse generator (ipg) were explanted and replaced due to endocarditis and bacteremia, (B)(6), with atrial vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.